Event description:
It was reported that there is no water flow. No report of patient involvement.

Manufacturer narrative:
B3: date of event is unknown. D4: UDI information unknown. No information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
Additional information received on 11-may-2023 via email. The device problem was found during preventative maintenance. No patient was involved.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. The visual test showed that the faulty pump is not circulating. During the functional test, there was no water flow confirming the customer complaint. The pump was replaced. The root cause was found to be the water pump failure. The DHR review indicated that the device passed all functional tests including the proper pump water circulation per test data form on the calibration data sheet. There were no failures or reworks. Service history review identified this device has not been in for service previously.